Manufacturer narrative:
Exemption number (B)(4). B.braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b.braun (B)(4) internal report # (B)(4). The actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that on (B)(6) 2011 at 5:19:10, an infusion was started with a rate of 250ml/hr and a vtbi of 1000ml. The pump gave an alarm at 8:31:39 to the user stating that the function the user was trying to carry out could not be completed while the pump was running. At 8:31:43, the infusion was stopped. The actual volume infused was 802.21ml, or 100.3% of the expected volume. The volume infused was within the specification of 100 +/- 5%. The door was opened and a second infusion was started. The pump immediately gave a pressure alarm (level 9) and the infusion was stopped after just 3 seconds. The door was opened again and no other infusions were started the rest of the day. Per the log, the pump ran as programmed. The volumetric accuracy was tested three times at a rate of 250ml/hr and a vtbi of 802.3ml, consistent with the pump operation log information. The test results met specification at 812ml, 814ml, and 810ml. Upstream and downstream occlusion alarms functioned correctly. The pump operated as intended and reported failure could not be reproduced. The upper housing of the returned pump was replaced due to damage on the front edge, but this was strictly preventative maintenance and was not associated with the reported event. No other physical damage was identified to the pump hardware which could have potentially contributed to the reported event. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.

Event description:
As reported by the user facility: pump was pumping 250cc bag saline into patient, but nurse noticed that nothing was being infused. The nurse also left a noted stating "ivf 5 problem." No alarms occurred to alert that the pump was not infusing, it appeared to be operating normally, but it was not infusing. The nurse removed the pump from the patient and tried to reset-up everything on the pump and test run it. The pump still would not infuse.